Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the permanent cautery hook associated with the customer-reported complaint. A follow-up MDR will be submitted if additional information is received. Isi received the prograsp forceps to perform failure analysis. The prograsp forceps instrument was analyzed and found to have thermal damage was observed on the grip tip. Parts of the teeth on the grip tips exhibited thermal damage.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the permanent cautery hook was the only energy instrument used in the procedure. Fa found evidence of thermal damage on the 8mm prograsp forceps used during the same procedure.